Event description:
It was reported that tip detachment occurred. On the third inflation, the physician had the 8.0 x 40, 75cm mustang¿ balloon inflated to 20 atm when the distal tip broke off into the hepatic vein. The physician attempted to snare the detached tip, but was unsuccessful. The physician was able to get another access site and completed the procedure by stenting. The detached tip remains in the patient, but the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a break was identified in the shaft of the returned device and the balloon was torn circumferentially. A visual examination of the returned device identified a complete circumferential tear in the balloon material. The tear was identified 38mm distal to the proximal touch-up. A visual examination showed that the shaft was broken at the lapweld site, 10mm distal to the proximal touch up. This type of damage is consistent with excessive force being applied to the delivery system. The balloon was dissected longitudinally and a further microscopic examination showed there was evidence of material resistance at the break site. The distal section of the break including the devices tip was not retrieved from the patient. The distal section of the break including the devices markerbands were not retrieved from the patient. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. On the third inflation, the physician had the 8.0 x 40, 75cm mustang balloon inflated to 20 atm when the distal tip broke off into the hepatic vein. The physician attempted to snare the detached tip, but was unsuccessful. The physician was able to get another access site and completed the procedure by stenting. The detached tip remains in the patient, but the patient's condition is good.